Manufacturer narrative:
Model number/ catalog number: sc-2408-74, serial number: (B)(4), batch/ lot number: 7070189 / 5076022, model/ catalog description: avista MRI perc lead kit 74 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection. The physician believed that the infection was not device and procedure related. The patient was placed on antibiotics. The patient underwent an explant procedure.